Manufacturer narrative:
A review of the implant's manufacturing records indicate that it was processed to specification. Info received from the surgeon, through the knee registry indicates that the implant was not related to the incident.

Event description:
It was reported through the zimmer knee registry that the pt was revised due to loosening of the tibial base. Info received from the surgeon, through the knee registry indicates that the implant was not related to the incident.